Event description:
Voluntary medwatch received states that the patient's left ventricular (lv) lead impedance was out of range. The lead is still in service. No additional adverse patient effects were reported.